Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, the patient had reported an episode of non-sustained ventricular tachycardia (nsvt) but there were no intracardiac electrograms (egms) stored in the device memory that corresponded to the reported nsvt. A diagnostic anomaly was alleged to have occurred which caused the egms to be missing. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
It was reported that the device was interrogated and the egms were able to be accessed.